Event description:
It was reported that low impedance message showed during a system test while interrogating a patient vns system. Attempts for additional relevant information have been unsuccessful to date.